Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the devices submitted for evaluation. Bd received three opened and two unopened devices. The three opened units had the top disk separated from the body; the unopened units were not found to have any abnormalities. Functional testing of the opened devices confirmed the presence of leakage; leakage was not detected in the unopened units. Microscopic inspection of the non-conforming q-sytes was conducted. The presence of adhesive suggests that the device was assembled correctly and with the proper concentration of adhesive. Septum separation can occur due to a low bond strength (or insufficient adhesive), misalignment during manufacturing, damaged tooling, or excessive force during use. Adhesive was ruled out as a potential cause. Damage sustained during manufacture cannot be differentiated from damage sustained during use. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Unfortunately, the root cause for this event could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that q-syte closed luer access device was damaged and leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: when the nurse disconnected the syringe from the q-syte after flushing and sealing the tube, some q-syte separation membrane ports fell off, and some ports leaked. There has been no such phenomenon before, and this batch is suspected.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device was damaged and leaked. This occurred on 5 occasions. The following information was provided by the initial reporter: when the nurse disconnected the syringe from the q-syte after flushing and sealing the tube, some q-syte separation membrane ports fell off, and some ports leaked. There has been no such phenomenon before, and this batch is suspected.